Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 30 mmol/l at the time of the incident. Customer thought that the insulin pump was not delivering insulin which led to high blood glucose level. The device will not be returned for analysis.